Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high out of range pace impedances during its attempted implant, in spite of multiple repositioning attempts. The lead was surgically abandoned and thus not expected to be returned for analysis. No resulting adverse patient effects were reported and another lead was implanted without complication.